Event description:
The territory manager (tm) of a female patient contacted lifecor customer support to report that the physician was defibrillation threshold testing the patient's implantable cardioverter-defibrillator (ICD) with the electrode belt on. After the test, the electrode belt would not stop sending "adjust belt" messages. The tm replaced the electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The electrode belt was found to have an open connection in the distribution node. R2 a resistor in the distribution node had become open. The distribution node was repaired and the electrode belt was tested. Baseline evaluation was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this open connection is unknown but is likely due to random component failure. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.